Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found foreign debris protruding from the air/water nozzle. An unidentified blockage protruding from the outlet pipe appeared to be plastic in the mouth of the channel. A comprehensive leak check was carried out and the device failed the automated leak test. The investigation concluded that the item did not originate from the olympus endoscope. Based on the results of the investigation, the root cause could not be confirmed. It is probable that due to a leak failure (detected by automatic air leak test), proper reprocessing may not have been possible, and the foreign matter may not have been removed. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the colonovideoscope exhibited no image. The issue occurred during maintenance. There were no reports of patient harm or impact associated with this event.